Event description:
Medtronic received information that approximately 8 years and 7 months following the implant of this transcatheter bioprosthetic valve the patient was admitted to the hospital with shortness of breath and congestive heart failure identified. Per the physician, the hospitalization was not due to the aortic stenosis. Rather, the hospitalization was due to the patient¿s underlying medical condition and had resulted from pulmonary edema after adjustment of a diuretic at home. Supplemental oxygen and intravenous diuretic were given. An echocardiogram noted a low gradient, 12 millimeters of mercury (mmhg) with a peak velocity of 2.39 meters per second (m/s) and moderate aortic stenosis with an aortic valve area of 1.1 cm^2 were noted. The pulmonary edema resolved 2 days later and the patient was discharged with continued diuretic. As reported, an echocardiogram was performed with no clinically significant findings. No treatment provided or planned for the aortic stenosis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: post-implant transthoracic echocardiogram (tte) images were provided for review which showed mild tricuspid regurgitation, trace pulmonary regurgitation, trace mitral regurgitation, and mild aortic stenosis. The ejection fraction is about 65%. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis is a known potential adverse effect per the device instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.